Manufacturer narrative:
Qn# (B)(4). The device was not returned for investigation. No return product evaluation could be completed. Angiograms were obtained by vsi and indicate a high-positioned bifurcation and no flow past the radiopaque lock. The device history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 14f manta was deployed for closure in the left femoral artery. Micro puncture and ultrasound were utilized to attain a centrally positioned access. Arteriotomy was 6.1mm, mild medial calcification, no tortuosity, with a measured depth of 3.5cm + 1cm. No issues were encountered advancing or withdrawing the procedural sheaths. The manta device was deployed to the measured depth, and hemostasis was immediate. Following deployment, a post-angiogram revealed no flow past the common iliac artery; and contralateral balloon angioplasty was applied to resolve. A follow-up angiogram indicated flow had been restored, and the patient outcome post-procedure is doing well. It is likely the cause of the occlusion is either from calcium or collagen dispositioned in the vessel. The IFU potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery, accidental positioning of some or all the collagen plug within the femoral artery, leading to stenosis and other access site complications possibly requiring endovascular intervention.

Event description:
It was reported that: after tavr valve was implanted manta was used to close the puncture site on the left femoral artery using a 14fr manta. After proper deployment we took an angiogram of the left femoral artery and showed no flow past the common iliac artery. Operating physician took an up and over sheath and angioplasty the occludes site with a balloon which restored flow. Additional information on the 06mar2023: during a tavr procedure on the 03mar2023 micro punctre and ultrasound were utilized to gain central access in the left common femoral artery. Vessel size was 6.1mm with mild medial calcification and no reported tortuosity. Measured depth for the manta was 3.5cm+1 and there were no issues advancing or withdrawing procedural sheaths. Blood pressure was 100/82mmhg and act was 239 prior to closure. 8500units of heparin and 50mg protamine were administered intravenously during the procedure. After the balloon was applied, time to hemostasis was immediate and the patient was reported as fine post procedure.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. Angiograms were obtained by vsi and indicate a high-positioned bifurcation and no flow past the radiopaque lock. The device history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 14f manta was deployed for closure in the left femoral artery. Micro puncture and ultrasound were utilized to attain a centrally positioned access. Arteriotomy was 6.1mm, mild medial calcification, no tortuosity, with a measured depth of 3.5cm + 1cm. No issues were encountered advancing or withdrawing the procedural sheaths. The manta device was deployed to the measured depth, and hemostasis was immediate. Following deployment, a post-angiogram revealed no flow past the common iliac artery; and contralateral balloon angioplasty was applied to resolve. A follow-up angiogram indicated flow had been restored, and the patient outcome post-procedure is doing well. It is likely the cause of the occlusion is either from calcium or collagen dispositioned in the vessel. The IFU potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery, accidental positioning of some or all the collagen plug within the femoral artery, leading to stenosis and other access site complications possibly requiring endovascular intervention. Corrected data: review of clinical outcome of the patient, the reported event indicates a malfunction and not a serious injury; therefore, section h. Has been corrected to reflect malfunction from serious injury.

Event description:
It was reported that: after tavr valve was implanted manta was used to close the puncture site on the left femoral artery using a 14fr manta. After proper deployment we took an angiogram of the left femoral artery and showed no flow past the common iliac artery. Operating physician took an up and over sheath and angioplasty the occludes site with a balloon which restored flow. Additional information on the 06mar2023: during a tavr procedure on the (B)(6) 2023 micro punctre and ultrasound were utilized to gain central access in the left common femoral artery. Vessel size was 6.1mm with mild medial calcification and no reported tortuosity. Measured depth for the manta was 3.5cm+1 and there were no issues advancing or withdrawing procedural sheaths. Blood pressure was 100/82mmhg and act was 239 prior to closure. 8500units of heparin and 50mg protamine were administered intravenously during the procedure. After the balloon was applied, time to hemostasis was immediate and the patient was reported as fine post procedure.

Manufacturer narrative:
Qn# (B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: after tavr valve was implanted manta was used to close the puncture site on the left femoral artery using a 14fr manta. After proper deployment we took an angiogram of the left femoral artery and showed no flow past the common iliac artery. Operating physician took an up and over sheath and angioplasty the occludes site with a balloon which restored flow. Additional information on the (B)(6) 2023: during a tavr procedure on the (B)(6) 2023 micro puncture and ultrasound were utilized to gain central access in the left common femoral artery. Vessel size was 6.1mm with mild medial calcification and no reported tortuosity. Measured depth for the manta was 3.5cm+1 and there were no issues advancing or withdrawing procedural sheaths. Blood pressure was 100/82mmhg and act was 239 prior to closure. 8500 units of heparin and 50mg protamine were administered intravenously during the procedure. After the balloon was applied, time to hemostasis was immediate and the patient was reported as fine post procedure.